Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensors were replaced to resolve the reported issue.

Event description:
The hospital reported an internal error during a case resulting in the loss of mechanical ventilation. There was no report of patient injury.